Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient got in a fight and fell, which scrapped and bruised the skin over the ins pocket. The patient noticed redness, swelling, and heat at the ins pocket site two weeks prior to the report. On (B)(6) 2018 the patient developed fever, chills, nausea and diarrhea. The ins pocket site was infected and was explanted. The patient was given antibiotics prior to surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was started on keflex when he had seen the doctor. At the time of the explant there were no obvious signs of infection. Culture swabs were obtained of the abdominal wall and of the ins pocket. The ins was sent to pathology. There were no problems during surgery or after. The patient would be staying overnight and being referred for infection disease evaluation before being discharged. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient is doing well on their pain pump. There were no known problems related to their explant. The ins was reported to be lost. No further information was reported.